Event description:
Event description guidant received information that during a routine device replacement procedure, two of the three distal tips of this sub-q array were damaged. Further inspection revealed that the tips were separated and the coils were stretched.